Manufacturer narrative:
An unused segment of the implanted graft was evaluated by co's consulting pathologist. Since the actual section of the graft involved in the incident was left in the pt and therefore not evaluated, the incident cannot be confirmed or denied. The mfg batch records for the device were reviewed. The batch records were not atypical - there were no similar incidents against this batch. Gross description: received in formalin is a dacron vascular graft which measures 16.8 cm in length by 1.2 cm in diameter. The outer surface is smooth. On section, no tissue elements are identified. Microscopic description: segments of a dacron vascular graft with collagen coating are identified. No loss of integrity of the collagen coating is noted on the luminal surface, within the interstices of the vascular graft, or on the outer (periadventitial) surface. No loss of integrity of the dacron vascular graft is identified. No blood or tissue elements are identified. Summary: segments of an intact dacron vascular graft with intact collagen coating are identified. No blood or tissue elements are identified.

Event description:
The graft, previously soaked in rifampicin, was implanted as an axillo-femoral graft. The graft leaked an unk quantity of blood from areas along its length for approx 45 mins. When the heparin was reversed with protamine, the graft became adequately blood-tight enough to close the wound. The graft was left in. During the ensuing hrs, after being returned to the ward, the pt developed hematomas in the groin, bruising along the length of the implanted graft and ischemia of the foot of the other leg.